Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on : (B)(6) 2006, the patient presented with degenerative disk, l5-s1. He underwent procedure anterior interbody fusion with application of cages. L5-s1 with rh-bmp2/acs allograft. Per op notes, the midline was marked with a metallic marker and c-arm showed that we were in the midline. After marking the midline. Using a 15 blade. The anterior annulus was incised and a complete diskectomy was carried out using pituitary rongeurs and curets. Then he was sequentially distracted to 12 mm and a double-barreled drill guide was then slide over the central distractor and with the soft tissue safely out of the way, it was impacted into the disk space. It was then drilled to a depth of 28 mm, excess tissue was removed, it was tapped. And then 24 by 15 cylindrical cages were screwed into both sides. The chambers were packed with collagen soaked rh-bmp2/acs. Once this was done. The drill tube and central distractor were removed. (B)(6) 2006, the patient presented with degenerative joint disease l5-s1. Per op notes, surgeon exposed the l5-s1 disk space. This disk space was gently cleared of its rather thick fatty retroperitoneal tissue. There are two small crossings veins. Which are doubly clipped and divided . (B)(6) 2006 , the patient presented for cystoscopy and urethral dilation. Difficult catheter placement. (B)(6) 2009, the patient presented with pre-op diagnosis: rotator cuff tear right shoulder . Post-op diagnosis: impingement syndrome right shoulder. Procedure: right shoulder arthroscopy and subacromial decompression.